Event description:
It was reported that occlusion alarms occurred. Customer changed the pump supplies to address the issue. Reportedly, the customer was taken to the emergency room (ER) and was subsequently admitted into the intensive care unit (ICU) with a blood glucose level of 400 mg/dl. Customer attempted to address the elevated (bg) with a correction bolus via the pump. Customer was treated with intravenous fluids of saline and insulin, which resolved the issue and there was no permanent damage. Multiple follow up attempts were made to obtain the hospital release date, however, no response was received by the customer. Cts walked caller through a pump system check and confirmed pump is functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.